Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Customer conveyed, project no longer happening. Customer stated "there was a mix up at the warehouse and the scope was taken in as a trade in". Additionally, customer was unable to provide the model and serial number of the aer pro . No further information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide the independent laboratory test results, the physical evaluation results of the device and the legal manufacturer's investigation. Result of culture test on the subject device. The following was result of the culture test, performed at the third-party laboratory. Device instrument/suction channel tested positive with micrococcus luteus. The insertion section, distal end & elevator mechanism and air/water channel found no growth. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. Device was received for physical inspection on november 1, 2022. A visual inspection was performed on the as received condition of the scope. An olympus borescope was used to inspection the condition of biopsy and suction channel. Multiple kinks on the wall of the biopsy channel approximately 10mm from opening was observed. A further inspection found light scratches on the wall of the channel. The borescope was removed and reinserted into biopsy channel port. Upon entry, it was noted light scratches were found on the wall of channel approximately 65 mm from the opening. The suction channel and connection tube were inspected as the borescope was inserted into the suction cylinder. The channel appeared normal as no signs of damages or foreign material were noted. In addition, the distal end was inspected under a microscope along with the front and back for the forceps elevator. There were no signs of foreign material or stains on the distal end. However, pinholes and discoloration in the bending section glue was observed. Furthermore, the following findings were noted upon inspection: leaking at g-terminal, crack on a-rubber glue, edge of a-rubber noted chipped. Control body has missing plate and g-terminal was found damaged. Legal manufacturer investigations: there was no report on the subject device being used in procedure after the suggested event was confirmed. A review of the device history record found that the subject device was shipped in accordance with the specifications. No abnormalities were found. Reprocessing in-service was conducted by the ess at the user facility and no deviation was confirmed on reprocessing steps by the user at that time. Review of service repair history showed no repair history in the past one year. No case of positive in culture test occurred at the user facility in the past. The root cause of the suggested event cannot be conclusively identified. Feedback to customer : service business center to inform the user/customer, in case abnormality found on the device such as leakage and/or damage, stop using the device in procedure and ask olympus for repair. If there are uncertain or unclear reprocessing steps, the experts will visit for observation and training. Instruction for use (IFU) warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Communication with the customer conveyed the following information : there was no patient infection. The device was not used for a procedure after the event. The device was reprocessed after the first positive result. The microorganisms detected were bacillus cereus (300 cfu) collected on (B)(6) 2022 and staphylococcus warneri (1 cfu) collected on (B)(6) 2022. Cultures taken (B)(6) 2022, results received on (B)(6) 2022. The customer did not specify what part or location the microorganisms were detected. The adenosine triphosphate test (atp) testing information was not provided. Customer agreed to send the device to olympus third party /independent laboratory testing . Additional information from the customer includes their reprocessing/cleaning disinfection sterilization (cds) information: the scope was not eto sterilized. The scope was reprocessed on august 1 and 8. The start of precleaning was not delayed after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. There were no abnormalities with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The device passed the leak test. The detergent solution is cidezyme. The instrument/suction/balloon channel, air/water/suction/biopsy valve parts of the scope were brushed. The manufacturer's IFU (instruction for use) is followed for reprocessing. The last reprocessing in-service conducted by an olympus endoscopy support specialist was on (B)(6) 2021. There has been a change in the facilities reprocessing personnel since the last on-site visit by an olympus ess, but the new staff have been in serviced by existing staff of the previously mentioned in-service. The scope is being stored hanging in a cabinet with a hepa filter. The model and serial number of the aer is tjf-q180v serial: (B)(4). The detergent solution and disinfectant is cidezyme (asp) and cidex opa-c (asp). All channels were connected with tubes when the endoscope was connected to the aer. Note : the aer model and sn customer provided (model: tjf-q180v serial: (B)(4)) is actually for the scope. The aer scope reprocessor machine exact model and serial number was not provided/ not available. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. Results of olympus third party independent laboratory testing have not yet been received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device failed two culture test. The issue found during culture testing. The customer did not report any patient infection or injury to which this medical device could have been a contributory cause. There were no reports of patient harm or infection as a result of this event.